Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. It was unable to verify the compromised force sensor system alarm due to the motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer initially reported via phone call that the insulin pump alarmed motor error. During the call, he explained he received a compromised force sensor system alarm. Blood glucose value was 148 mg/dl. The customer confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.